Event description:
It was reported that the right ventricular (rv) lead exhibited high, varying impedance, high short interval counts (sic) due to sub-clavian crush, and fracture. It was also reported that the atrial lead exhibited noise, high, varying impedance and fracture. The rv and atrial lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo, and the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo, and the outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo. The inner insulation of the lead was observed to have blood ingression, and the outer insulation of the lead was observed to have blood ingression. Analyst commented, fracture was confirmed. (B)(4).